Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated on 03-oct-2016, additional information was received from a physician and a manufacturer business partner and stated medical history included non-malignant pain, a synchromed pump, an indura device (model # 8627-18, 8711 implanted (B)(6) 2001), a restore ultra device, an extension restore device x2, an scs surgical lead device (model # 37712, 3708140, 3708140, 39565-30, implanted (B)(6) 2008), a synchromed ii pump (model # 8637-40 implanted (B)(6) 2009 and explanted on an unspecified date in 2014), a restore sensor surescan device (model # 97714 implanted (B)(6) 2015), an ascenda device, a synchromed ii pump (model # 8780, 8637-40 implanted (B)(6) 2015), an unknown device, and an "idc tbd device x2 (model #8835, 97754, 97740 implant dates unknown). Concomitant products were not reported. On unspecified dates, the patient had treatment with baclofen at an unknown dose and frequency, bupivacaine hydrochloride (marcaine) at an unknown dose and frequency, morphine sulfate 40 mg/ml at 14 mg/day and morphine sulfate 20 mg/ml at 3 mg/day per continuous infusion, intrathecally via a synchromed ii pump, for non-malignant pain. On unspecified dates in 2014, after starting the product for off label use, the patient experienced unspecified withdrawal when the pump was explanted ("the patient was unable to find a provider to fill the pump and it had to be explanted"). On unspecified dates in 2015, the medication name and doses of the 3 different antibiotics patient was receiving on unspecified dates were unspecified. The timeperiod from the new implant and event onset, and blood cultures are not reported. On (B)(6) 2016, it was learned the patient was a (B)(6) female and the physician clarified the patient had been admitted to the hospital on (B)(6) 2015, for chronic pain, lumbago and bilateral lower extremity radiculopathy and was discharged (B)(6) 2015 after a pump implant. The physician indicated this was a "morphine pump" and the patient was seen in his office for the "morphine pump." Patient experienced withdrawal after the pump (delivering intrathecal baclofen, bupivacaine, and morphine) was explanted in 2014. In 2015, after a new pump implant, she went into septic shock. The time period from the new implant and septic shock onset, blood cultures, and antibiotics used, were not reported. The outcome at this time was not known. Information later received on 2016-oct-26 stated the patient presented to the emergency room (ER) on (B)(6) 2015 and was transferred to the intensive care unit (ICU) that day due to severed sepsis. The patient had hypotensive, hypoxic, and altered mental status symptoms at presentation to the ER. Lab test showed the patient had increased liver enzymes and acute liver injury, due to a very large doses of tylenol that the patient was taking. The patient also developed a urinary tract infection (uti) and the pump contained morphine. An abdominal computed tomography (CT) scan was done and the pump appeared fine and intact. The patient was treated with days of ic antibiotics and sent home with cipro for the uti. Patient was discharged on (B)(6) 2015 and the stated cause of everything seemed unclear, no obvious link to the pump was made, and the pump remained implanted. The caller did not have any further information to provide regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (concentration 20 mg/ml, dose 3 mg/day) via an implantable pump for non-malignant pain. The patient inquired as to whether the synchromed system was safe, inquired about recall, the consent decree and field action information was reviewed and patient was redirected to the health care professional to discuss the letter she was asked to sign. The patient stated that she had a new pump put in and she went into septic shock and almost died in the intensive care unit, the patient was on 3 different antibiotics

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.